Event description:
Rptr indicated a vns wand failed to communicate despite changing the wand battery. A different wand was substituted and no further communication problems occurred. The wand has been returned and is currently in product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.